Manufacturer narrative:
The cause of the reported issue is unknown, however, it is considered a device failure. Per communications with the fse, the device is very old (sw rev g.00.20) and out of support (oos), so there are no parts available in order to attempt to repair the device. The fse believes it to be a possibly mainboard failure, but this cannot be confirmed. The fse installed a spare pc available at the customer site, and the customer plans on purchasing a new system next year (2018).

Event description:
The customer reported that the piic "froze." There was no patient incident.